Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump smoked and emitted a plastic odor. Additionally, it was reported that the cartridge was leaking from the cartridge tubing. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 202 mg/dl.